Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed increased threshold measurements from .4 to .5v, now getting 2v at .5 millisecond and left ventricular (lv) pacing inhibition due to oversensing. The field representative indicated the electrogram did appear noisy and it was believed to be the result of myopotential from the unipolar lv epicardial lead. The device was programmed to 1.5 millivolts and performed better. It was noted the patient feels symptomatic with loss of bi-ventricular pacing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was explanted and replaced several years later for reported normal battery depletion. No adverse patient effects were reported.